Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped form 100% to 5% after being connected to a power source. After the customer connected the pump to a power source via computer usb port the battery gauge jumped from 100% to 5%. The customer's blood glucose was 128 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.